Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door continued to fail. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 clicked when opened. A field service engineer noted that all latches were of the old style, so replaced with newer style latches to resolve. The customer verified functionality. The system functioned as intended after the field service engineer repaired the device.